Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment injection meropenem (1 gram, frequency and route of administration not reported), injection vancomycin (1 gram, every 5th day, route of administration not reported) and injection amikacin (125 milligrams, frequency and route of administration not reported) for peritonitis. The patient¿s outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.